Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted device were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients midline incision had become infected and it was leaking fluid. The physician did not suspect that the infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patients midline incision had become infected and it was leaking fluid. The physician did not suspect that the infection was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patients midline incision had become infected and it was leaking fluid. The physician did not suspect that the infection was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.